Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was a sudden shutdown and wrong channel. From the reported information patient suffered temporary severe hypertension.